Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist. It was informed that the dentist did not have information about lot number of the product.

Event description:
(B)(4) ¿ the dentist reported that had to remove the dental implant due to a fracture of the abutment.